Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted for an international normalized ratio (inr) of 1 and occasional pump stops. A decision was made to explant the pump due to the pt being non-compliant.